Event description:
Consumer emailed, " I am very disappointed with your product. I purchased two packets of the extra comfort night protector (2 pack). So far I have used 3 of the protectors. Each after one of two used the soft layer separated from the firm layer. This is an expensive product to purchase and have such bad results. I have used other brands without this result."

Manufacturer narrative:
This complaint has not ben confirmed. Device not returned to MFR, and no lot number info was given so an eval cannot be performed as to the root cause or actual nature of the problem. No injury was reported, no medical attention was reported to have been sought. This is being reported as a possible delamination, as choking is possible as a result of delamination.